Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and observed that the source of the leak was an overflow of the differential waste chamber during shutdown. The fse stated that the drain pressure port was plugged. The fse unplugged the port and the pressure drained the chamber as expected. No further evidence of leaking was observed. The cause of the leak was the drain pressure port of the differential waste chamber was plugged. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that while running controls a leak was discovered on the coulter lh 750 hematology analyzer. The instrument did not generate any error messages or flags as a result of this event. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves, goggles, and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event. No patient treatment was affected in connection with this event.